Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patients ipg migrated in the pocket causing protrusion and discomfort. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.